Event description:
On june 19, 2015, it was reported to 3m espe that a 3m espe mdi standard o-ball and collar 1.8 mm x 15 mm (ob-15) implant broke during implantation on position 32 and the apical fragment was removed in an add'l surgery on the same day. The fragment was removed with a trephine drill without any complications. The implantation was performed on (B)(6)2015.

Manufacturer narrative:
The implant fragments were examined visually using a light microscope. The fractured surface was homogeneous and shows the typical picture of a fracture caused by excessive force. The dentist reported that the pt had high bone density in the lower jaw and a turning force f 45 n-cm (the maximum that 3m espe recommends) was quickly reached. As the dentist was removing the implant in order to drill a larger pilot hole, the apical portion of the implant broke necessitating the surgical removal. See scanned page.